Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer reported a malfunctioning alarm on the on/off switch of the irc5lxo2 concentrator.